Event description:
On (B)(6) 2018, the customer contacted dario by email to report blood glucose readings "25-30 points higher" than what he thinks they should be, compared to his relion meter. In the email, the customer mentioned two times in the past in which the meter read over 150 points, so he took 2 units of humalog as prescribed. Both time he dropped to below 30. The customer stated that in both those incidents his wife had to call an ambulance because she couldn't wake him up. The customer reported these two incidents to dario a month before, during a phone-call on (B)(6) 2018. At that time he told dario that he got a reading of 185 mg/dl and took 2 units of insulin. He "crashed" but didn't seek help from physician when that happened - he drank orange juice and got better. He mentioned on that call that paramedics were called. The customer tested with control solution to verify accuracy of meter and strips . The meter read within range.